Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 102 mg/dl. Customer gave two boluses from syringe to treat his high blood glucose. Customer reported that the drive support cap was flush. The troubleshooting was performed for the motor error. Customer was unable to zero out basal rates due to not having reservoir to complete rewind and prime. Advised the pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarms.